Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what is meant by the wound was wet: much infusion and protracted wound healing; was v-loc suture or vicryl plus used for suturing the dermis: it is unknown which was used; do you have any pictures of the dehiscence: no, we don¿t.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2016 and suture was used interrupted for suturing the fascia and hypodermic layer, and/or continuous for suturing the dermis. Two weeks after the index procedure the surgical wound was wet and had protracted wound healing. The surgical wound dehisced and then it was re-sutured and treated in dry atmosphere by using gauze. The treatment was completed on (B)(6) 2016.